Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hemilaminectomy surgical procedure, it was observed that the burr attachment device would not insert properly. It was reported that there was five minute delay in the procedure due to the event, and an identical spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this device is for veterinary use only. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the burr will not insert properly was confirmed. An assessment was performed on the device which determined the unit was not securing the burr and the unit would not rotate. It was further observed that the bearings were damaged. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.